Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, a cause for the reported embolization could be related to inadequate sizing, however this could not be confirmed. An unexpected medical intervention of snaring of the device was completed to address the embolized device, it was a successful explant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect- impact code: 4624 surgical intervention.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. The amulet device got embolized after the procedure. On (B)(6)2025, the amulet was explanted. The patient was reported stable.